Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Explant surgery has not been scheduled.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with a little clear fluid inside, is labeled right. It cannot be determined if it has openings because the photographs show the back and front of the device, however it is not possible to see if there is any damage to the valve. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device explanted.